Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (postal code removed for non us complaint), h6 (investigation type, investigation findings, investigation conclusion).

Event description:
N/a.

Event description:
It was reported that the cs100 device shut down shortly after being powered on during maintenance performed by a getinge field service engineer. No patient was involved.

Manufacturer narrative:
Additional contact info- (B)(6). Due to characterization limit in e1 initial reporter is (B)(6), event site name is (B)(6) education and research, event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The correction of event site email deems required. This is based on the new information provided by fse. Previous event site email: (B)(6). Corrected event site email: (B)(6). It was reported that during maintenance, performed by a getinge field service engineer (fse) the cs100 intra-aortic balloon pump (iabp) shuts down shortly after being powered on. There was no patient involvement reported. The (fse) states the user reported that they resolved the issue themselves and the service order was closed due to a time-out. No information was shared on how the issue was resolved.